Event description:
It was reported that this right ventricular (rv) defibrillation lead was part of a system revision due to infection 2 months post implant. The device was explanted, and a new device was later implanted. There were no additional adverse effects reported. The product is in hospital possession and is not expected to be returned. If information is provided in the future, a supplemental report will be issued.